Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, e216 scope communication error code occurred due to a damaged image pickup unit and corrosion of the video connector. In addition, it was noted, the bending section adhesive was missing, the angle fixing of the operation part was loose and there were scratches on the right/left plate, switch button 1, operation part, video connector and bending section. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus representative reported to olympus, on behalf of the customer, the endoeye flex deflectable videoscope had an imaging defect prior to an unknown procedure. Upon inspection and testing of the returned device, it was discovered there was an e216 scope communication error code. There were no reports of patient harm associated with this event. The medical device report (MDR) is being submitted to capture the reportable malfunction of electrical continuity error occurs due to water invasion found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it was likely cased by a defect in a image sensor unit, the internal circuit board of the video connector, or the video system center. Olympus will continue to monitor field performance for this device.